Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, noise resulting in oversensing, increased threshold, and an impedance shift were observed on the right atrial (ra) lead. The ra lead was deactivated to resolve the event. The patient was stable.